Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3889-28, lot# va17dcm, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s device was providing no symptom relief and shocking in the pocket of the battery. 3 impedances were observed but tech services stated that as long as we were getting motor responses the device should be providing an acceptable stimulation level. The shocking was not observed until post-operative programming was conducted. The device was revised. Implantation of the new battery and lead resulted in a positive improvement and no shocking sensation. The patient issues resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.